Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/excessive abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), alopecia ("excessive hair loss"), headache ("frequent headaches"), menorrhagia ("heavy menstrual bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysgeusia, alopecia, headache, menorrhagia and pelvic discomfort had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dyspareunia, headache, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results: on unspecified date, hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes/migration'), pelvic pain ('chronic pelvic pain/severe pain / pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date, hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/excessive abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), alopecia ("excessive hair loss"), headache ("frequent headaches"), menorrhagia ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)"), pelvic discomfort ("discomfort"), urinary tract disorder ("bladder or urinary problem"), bladder disorder ("bladder or urinary problem"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("abnormal vaginal discharge"), weight fluctuation ("weight fluctuation"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and underwent partial hysterectomy surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and dysmenorrhoea outcome was unknown, the pelvic pain, abdominal pain, back pain, dyspareunia, dysgeusia, alopecia, headache, menorrhagia and pelvic discomfort had not resolved and the genital haemorrhage, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, migration and perforation. Discrepancy noted in essure insertion date as: (B)(6) 2009 and removal date: (B)(6) 2016, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporter information was added, product start and stop date was updated, event was added- dysmenorrhea (cramping), migration and perforation - fallopian tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes/migration'), pelvic pain ('chronic pelvic pain/severe pain / pain/pelvic pain') and genital haemorrhage ('abnormal bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date, hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/excessive abdominal pain/abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metallic taste in her mouth"), alopecia ("excessive hair loss/hair loss"), headache ("frequent headaches/headache"), menorrhagia ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)/menorrhagia (heavy menstrual bleeding)"), pelvic discomfort ("discomfort"), urinary tract disorder ("bladder or urinary problem"), bladder disorder ("bladder or urinary problem"), fatigue ("fatigue/fatigue"), migraine ("migraines/migraine"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allrgy diagnosed post essure"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), weight fluctuation ("weight fluctuation"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and underwent partial hysterectomy surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal infection, gastrointestinal disorder, visual impairment and weight increased outcome was unknown, the pelvic pain, abdominal pain, back pain, dyspareunia, dysgeusia, alopecia, headache, menorrhagia and pelvic discomfort had not resolved and the genital haemorrhage, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, migration and perforation. Discrepancy noted in essure insertion date as: (B)(6) 2009 and (B)(6) 2009 and removal date: (B)(6) 2016, (B)(6) 2015. (Previously reported insertion date was (B)(6) 2009 and removal date was (B)(6) 2016) plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes; on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: vaginal infection, gi conditions, vision problems, weight gain were added. Essure insertion and removal date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/excessive abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), alopecia ("excessive hair loss"), headache ("frequent headaches"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), urinary tract disorder ("bladder or urinary problem"), bladder disorder ("bladder or urinary problem"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("abnormal vaginal discharge"), weight fluctuation ("weight fluctuation") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent partial hysterectomy surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysgeusia, alopecia, headache, menorrhagia and pelvic discomfort had not resolved and the genital haemorrhage, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes on unspecified date, hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. Most recent follow-up information incorporated above includes: on 25-sep-2017: reporter added, indication, start date and stop date were added. Events abnormal bleeding, bladder or urinary problems, fatigue, hormonal changes, migraines, nausea, nickel allergy, vaginal pain, abnormal vaginal discharge, vision problems, weight fluctuation, and metallic taste in mouth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.